Manufacturer narrative:
Device evaluation summary: device returned for evaluation. A non-medtronic sheath and stylette were loaded on the device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the mid stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device.

Event description:
During a procedure an attempt was made to use one resolute integrity rx and one resolute onyx rx coronary drug eluting stents to treat a severely tortuous, severely calcified lesion located in the proximal right coronary artery (rca). There was no damage noted to the packaging. Negative prep was performed with no issues noted. The lesion was pre-dilated. It was reported that both stents failed to cross the lesion. Another stent was used to complete the procedure. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injuries.